Event description:
Caller reported a mobile system 1 blood glucose result of 1.2 mmol/l, mobile system 2 result of 8.9 mmol/l within 10 minutes. No information was provided for mobile system 1. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for mobile system 2.